Event description:
It was reported that the patient has been experiencing an increase in seizures. It was reported that the patient was last seen in (B)(6) 2014 and had an appointment scheduled to be seen. It was later reported that the patient was a no show to the appointment which was common for the patient. No additional relevant information has been received to date. It is unknown whether or not the increase is above the patient's pre-vns baseline frequency.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The patient was seen by the physician on (B)(6) 2015 and high impedance was reported. No known surgical intervention has occurred to date.

Manufacturer narrative:
The supplemental report #1 inadvertently did not update the patient age in relation to the event date.